Manufacturer narrative:
Product ID 3887-33, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3708260, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3550-29, explanted: 2014 (B)(6); product type accessory product ID 3887-33, serial# unknown, explanted: 2014 (B)(6); product type lead product ID 3887-33, serial# unknown, explanted: 2014 (B)(6); product type lead. (B)(4). Analysis of the implantable neurostimulator (ins) found no significant anomalies and the ins was functionally okay. It was noted that there were insignificant anomalies. Analysis of the lead (s/n (B)(4)) found the conductor was broken and the anchor site was unknown. It was noted the #2 wire was broken at the ben in the lead 21 cm from the distal end. Analysis of the lead (s/n unknown) found the conductor was broken and the anchor site was unknown. It was noted the #2 and #3 wires were broken 18.7 cm from the distal end.

Event description:
It was reported that a patient being treated for complex regional pain syndrome had a defect in their system and abruptly experienced a ¿loss of impulse¿ in (B)(6) 2014. The system had been used normally without abnormalities for two years. The patient had consulted their healthcare professional and an impedance measurement indicated electrodes 2, 3, and 6 were abnormal and greater than or equal to 10,000 ohms. Electrodes 2, 3, and 6 were mainly used to deliver stimulation so the patient was not able to obtain satisfactory stimulation. The cause of the event was unknown. The complete system was removed and replaced. The patient outcome was listed as hospital admission and recovery.